Event description:
It was reported to boston scientific corporation that a zero-tip nitinol retrieval basket was used (B)(6) 2010 during an unknown procedure (patient identifier, age, gender, and weight unknown). According to the complainant, the basket would not open and close and one of the wires is broken. The patient condition is unknown.

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Event description:
It was reported to boston scientific corporation that a zero-tip nitinol retrieval basket was used (B)(6) 2010 during an unknown procedure (patient identifier, age, gender, and weight unknown). According to the complainant, the basket would not open and close and one of the wires is broken. The patient condition is unknown.

Manufacturer narrative:
Evaluation of the returned zero tip nitinol retrieval basket revealed 1 of the 4 basket wires broke at the knot that forms the basket tip. The sheath was .45cm longer than the specification and may be due to handling of the device during use. Under a microscope, it was found that the broken end of the basket wire was necked, indicating the wire was deformed from a tensile load. The deformed wire was weakened at the knot and functioning of the basket after manufacturing caused the basket wire to break. The deformation could have occurred during the manufacturing process of tying the knot in the basket wires. To meet the product specification for knot diameter, deformation of the basket wires can occur that results in basket wires breaking during use. The most probable root cause for this event is design. Boston scientific currently has capas open to address this issue. The investigation also revealed the sheath was .45cm longer than specification. Therefore, a secondary root cause for this event is determined to be operational context. A review of the device history record (DHR) was performed; no anomalies were noted. This event was initially reported based on ambiguous information; however, the investigation clarified the event and the failure is no longer considered an MDR reportable malfunction.